Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Two (2) representative unopened samples were received for analysis. Product code sxpp1a404. The complaint sample was not received for evaluation. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a tka procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported to the sales rep by the rn who reported that the needle popped off the stratafix in multiple surgeries. It is believed to have all been from the same lot. There were no patient consequences. A sterile suture from the same lot number will be returned. The procedure was completed successfully with no adverse consequences for the patient. One device returning. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 type of investigation: b21 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: if possible, please confirm the number of surgeries affected by this issue. Happened in 2 surgeries how many devices demonstrated the alleged deficiency on each involved patient event? 4 sutures on one case and 2 on the other when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. While suturing on patient can you identify the lot number of the product used? 1089j9 were there any patient consequences during any of the affected surgeries? No please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Shipped back 12/1 please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (Please refer to the attached mail) additional h11: the rn reported that the needle popped off the stratafix in multiple surgeries. It is believed to have all been from the same lot. There were no patient consequences. A sterile suture from the same lot number will be returned . Was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->hospital, device in possession of -->hospital